Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers on to a dim discolored display. The keypad was peeling along the edge and was torn at the ok button. The contrast, up, and down buttons were intermittently responding. Contamination was found underneath the contrast, up, and down button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.